Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for lead replacement , during the procedure the setscrew could not be removed appeared to be stripped. The device was removed and replaced. The patient was stable post procedure.